Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no button error alarm. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 430 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for the button error alarm was performed. Customer advised the meter reading flashed and the buttons were unresponsive when pressed. Customer received a button error alarm at random. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.